Event description:
It was reported a 6f angio-seal sts plus device was used to seal the arteriotomy site post cardiac catheterization. The deploying physician performed a pre-deployment angiogram which revealed the common femoral artery was 9-10 milimeters in diameter. Four weeks later the pt experienced fevers and chills. An ultrasound and angiogram were performed and revealed vessel occlusion off the common femoral artery with collateralization. The pt underwent surgical exploration and repair of the common femoral artery. The angio-seal device was removed. The surgeon reported clot, fibrin and plaque were found above the angio-seal site.